Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.4., d.6a., h.4., h.6.

Event description:
Healthcare professional later confirming "no capsular contracture. However, a partial anterior capsulectomy was performed for reasons of symmetry.

Event description:
Healthcare professional reported rupture. Later, healthcare professional reported rupture and capsular contracture, baker grade iii. This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.